Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, initially noting a high glucose alert at 373 mg/dl after a higher-carbohydrate meal, and later reporting a blood glucose over 400 mg/dl; a knot in the infusion tubing was identified during follow-up, and the user was guided through completing a contact detach site change with troubleshooting and education provided. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, or other acute complications. Outcomes included no use of backup therapy, no professional medical intervention, no assistance needed, and no hospitalization. Investigation included remote troubleshooting and user education focused on infusion set function and infusion pathway integrity. Investigation of this case revealed a likely infusion delivery interruption due to a kinked or knotted infusion line, consistent with an infusion set or tubing issue leading to under-delivery of insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.